Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("left essure device protruding from into the uterine cavity"), endometriosis ("endometriosis with adhesion") and genital haemorrhage ("bleeding") in an adult female patient who had essure (batch no. B40016) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "left ostia could not be visualized in the office for insertion of left essure". The patient's medical history included multigravida, parity 4, urinary tract infection, ovarian cyst, pre-eclampsia (3rd pregnancy) and stress incontinence. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), endometriosis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), urinary tract disorder ("urinary problems"), abdominal pain lower ("left lower quadrant pain"), adenomyosis ("adenomyosis"), menometrorrhagia ("menometrorrhagia"), menorrhagia ("menorrhagia") and adhesion ("endometriosis with adhesion"). The patient was treated with surgery (hysteroscopy removal of essure. Novasure ablation, laparoscopic bilateral tot, vaginal repair). Essure was removed on (B)(6)2018. At the time of the report, the device expulsion, endometriosis, genital haemorrhage, pelvic pain, urinary tract disorder, abdominal pain lower, adenomyosis, menometrorrhagia, menorrhagia and adhesion outcome was unknown. The reporter considered abdominal pain lower, adenomyosis, adhesion, device expulsion, endometriosis, genital haemorrhage, menometrorrhagia, menorrhagia, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: the placement of an essure on her right ostia was in office. Unfortunately, left ostia could not be visualized in the office secondary to poor distention of the uterus, itself. She is being brought to the operating room now for placement of her left essure device. Her right ostia showed a single loop of the essure device that could be visualized and had already started to fibroses over. Her left ostia were identified. The essure device delivered through the ostia, advancing black line reeled back to the gold device. The device was pushed, and 4 coils were noted to be present on the outside of the ostia. Procedure performed: laparoscopic bilateral salpingectomy t o include right essure device, ablation of left pelvic sidewall endometriosis incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("left essure device protruding from into the uterine cavity"), endometriosis ("endometriosis with adhesion") and genital haemorrhage ("bleeding") in an adult female patient who had essure (batch no. B40016) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "left ostia could not be visualized in the office for insertion of left essure". The patient's medical history included multigravida, parity 4, urinary tract infection, ovarian cyst, pre-eclampsia (3rd pregnancy) and stress incontinence. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), endometriosis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), urinary tract disorder ("urinary problems"), abdominal pain lower ("left lower quadrant pain"), adenomyosis ("adenomyosis"), menometrorrhagia ("menometrorrhagia"), menorrhagia ("menorrhagia") and adhesion ("endometriosis with adhesion"). The patient was treated with surgery (hysteroscopy removal of essure. Novasure ablation, laparoscopic bilateral tot, vaginal repair and novasure ablation). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, endometriosis, genital haemorrhage, pelvic pain, urinary tract disorder, abdominal pain lower, adenomyosis, menometrorrhagia, menorrhagia and adhesion outcome was unknown. The reporter considered abdominal pain lower, adenomyosis, adhesion, device expulsion, endometriosis, genital haemorrhage, menometrorrhagia, menorrhagia, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: the placement of an essure on her right ostia was in office. Unfortunately, left ostia could not be visualized in the office secondary to poor distention of the uterus, itself. She is being brought to the operating room now for placement of her left essure device. Her right ostia showed a single loop of the essure device that could be visualized and had already started to fibroses over. Her left ostia were identified. The essure device delivered through the ostia, advancing black line reeled back to the gold device. The device was pushed, and 4 coils were noted to be present on the outside of the ostia. Procedure performed: laparoscopic bilateral salpingectomy t o include right essure device, ablation of left pelvic sidewall endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2019: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.